Manufacturer narrative:
The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked. It was further reported that solution was found at "the white part near where you open the door". This was observed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.